Event description:
It was reported that the upstream occlusion test failed during testing. During investigation found a lifted downstream occlusion seal. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.

Manufacturer narrative:
Device was initially received for the complaint that the upstream occlusion test failed during testing. During investigation found a lifted downstream occlusion seal. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that battery door damaged, lcd lens cracked and dso seal lifting. The complaint was confirmed by preforming upstream occlusion test unit would not alarm when crating an upstream occlusion. The dso seal was replaced, and the device passed all testing criteria during performance verification testing.